Event description:
An acumed distal clavicle plt 3.5mm 12 hole, right (part # 70-0111) was implanted on (B)(6) 2012. The plate broke when the patient raised arm over his head with no weight being lifted on around (B)(6) 2012. Plate has not been explanted at the time of this report.